Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The distributor contacted heartsine to report a device malfunction when analyzing patient rhythm during a patient involved event. Failure to analyze correctly may result prevent or delay defibrillation therapy. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device performed to specification and there was no fault found during evaluation. During the patient-involved event, the device performed two cardiac rhythm assessments. The patient presented a non-shockable rhythm throughout, therefore the device prompted ¿no shock advised¿ following each assessment. After the pads were removed, there was visible artefact in the ECG trace which could have been mistaken for ventricular fibrillation. However, there was no patient data recorded at this time. Furthermore, there was no fault was observed on the AED that would have resulted in sudden loss of power. The pogo pins and battery cable were verified. It is therefore possible that the user had eventually removed the pad-pak to power off the device. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a device malfunction when analyzing patient rhythm during a patient involved event. Failure to analyze correctly may result prevent or delay defibrillation therapy. This issue is patient related; however there was no adverse event reported.